Event description:
The hcp reported that the patient's tone was unaffected by the intrathecal baclofen. Xrays were taken and revealed a broken catheter. The pump and catheter were explanted and replaced. The patient outcome was reported to be good tone reduction following new catheter placement. Same as manufacturer's report #: 6000030200600875.

Manufacturer narrative:
A 53.1 cm proximal piece of the catheter, pump connector and 5.3 cm distal piece were returned. Final device analysis reveals acceptable catheter testing.